Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the monitor shut off during transport of a pediatric patient. The crew reported the shutdown lasted approximately 3 minutes with the tempus pro monitor performing self-tests. There was no reported harm to the patient.